Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va026j9, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the patient hadn't had any falls, but it felt like a goose egg and they felt the implantable neurostimulator (ins) had moved in the pocket in (B)(6) 2015. The patient experienced a loss or change of therapy in (B)(6) 2015. The patient had the device for interstitial cystitis (ic) and their pain had returned. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient tried increasing on all 4 programs and still didn't feel anything and the therapy was on. The patient would have an appointment to see their health care provider on (B)(6) 2015 and an appointment with their manufacturer representative on (B)(6) 2015. The patient mentioned they had a hysterectomy last year in (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.